Manufacturer narrative:
The device was received for evaluation. Visual inspection of the set showed the dialysate port was cracked leading to the reported leak. The cause of the leak was due to the cracked port. The reported condition of leak was verified. The cause of the crack was related to mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating ¿at the upper connection point between the filter and the filter cassette, or at the access point for the dialysate¿ of a prismaflex m150 set in the course of the rinsing process during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.